Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d8, g1 (contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The fse that encountered the issue completed a simulated treatment on the unit upon initial testing with a trainer and testing catheter without issue. The fse troubleshot the ECG cable connector without issue. The fse replaced the front end module and the cable assembly ECG input to front end. The fse calibrated the drive and shuttle transducers, verified reference voltage as well ECG and bp gain. A clear ECG waveform was obtained. The fse simulated treatment. The fse performed a complete pm. The unit was calibrated and passed all functional and safety tests per factory specifications. The investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received the parts associated with this complaint which are front end module and ECG cable assembly. These parts were received with a reported unit failure of ECG waveform artifact. The failure analysis and testing dept. Performed a visual inspection and found ECG cable assembly to be in good condition. The fat inspected front end module and found a white residue on the board around connector j1. This white residue is consistent with saline. J1 connector is where acquisition of the ECG is generated. The saline around connector j1 is the cause of observing artifact on the display and not a clean ECG. Cable assembly serial number ram 1151 passed testing and no evidence of saline was observed. Retaining the parts in the fat as per company procedures. The most probable root cause was a saline spill resulting in an electrical short on the front end board.

Event description:
It was reported that during preventive maintenance (pm) performed by getinge field service engineer (fse) with cs300 intra-aortic balloon pump (iabp), the ECG waveform artifact detected on screen without any input. There was no patient involvement.

Manufacturer narrative:
Customer's point of contact: (B)(6). A supplemental report will be submitted upon completion of our investigation. Due to character limitation initial reporter full name(B)(6).